Event description:
It was reported that the patient's right atrial (ra) lead was dislodged. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix and be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Electrical testing and visual and x-ray inspections of the lead were normal.